Event description:
Customer reported that automatic quality control (aqc) for po2 failed level 2 at 10:45. As a result of this aqc failure, the instrument would not generate po2 results until the aqc was restored. The customer ran a pt sample at 14:44 with no po2 results. Customer restored the aqc and re-ran the pt sample at 14:54 and the po2 result was 71.9 which was reported to the physician. Customer reported that the pt was coding and died due to a heart attack. Customer also indicated that the pt death was not related to the po2 blood gas result but was due to her heart attack.

Manufacturer narrative:
This MDR is being reported because a death was indicated in the complaint. Further discussions with the customer indicate that the pt's death was due her heart attack and not associated with the po2 blood gas result. Because the customer reported that the aqc for po2 failed level 2 prior to the pt sample being run, pt results could not have been generated until the aqc was acceptable (i.e. Aqc was restored). Therefore, when the customer restored the automatic quality control (aqc), pt po2 results were generated and reported to the physician. Customer also indicated that the pt death was not related to the po2 blood gas result but was due to her heart attack. The instrument is performing as intended.